Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after being implanted, the implantable cardiac monitor (icm) "externalised". The device was explanted. No further patient complications have been reported as a result of this event.